Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of a high drain volume error 110 (night drain #10) alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.